Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd posiflush¿ ns filled syringe has incorrect label information. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: no samples or photos were received for evaluation therefore failure mode could not be verified. This is the first complaint for the lot # 8267642 for the same defect or symptom. There was no documentation of issues for the complaint of batch #8267642 during these production runs. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: the UDI 2.0 barcode was implemented and it is likely that our customer was not ready to manage the change. Posiflush marketing was informed about this complaint. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd posiflush¿ ns filled syringe has incorrect label information. No serious injury or medical intervention was reported.